Event description:
It was reported to resmed that an astral device display displayed an alarm (sf101) indicating that the outlet pressure measurement may be incorrect. There was no patient harm or injury reported as a result of this incident. MFR # 3004604967-2015-00126.